Event description:
Caller reported a power source alert and confirmed using both the tandem charging cable and wall adaptor. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.